Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced without complication. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported.